Event description:
It was reported that several misdrilling occurred with the mentioned targeting arm. After control by our sales rep it was observed that the targeting arm has a crack.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report. The reported event could not be confirmed. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2010) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The pre-operative test performed revealed the targeting accuracy being as intended. All drill holes were passed by the corresponding sample drill without any deviation. Although cracked - for surgery the function of the targeting arm returned is fully given. Thus, the alleged event could not be reproduced resp. Could not be verified. The exact root cause of the reported event could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the device, but is most likely related to the intra-operative procedure. No non-conformity was identified.

Event description:
It was reported that several misdrilling occurred with the mentioned targeting arm. After control by our sales rep it was observed that the targeting arm has a crack.